Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the inspection results show that damages observed on the thread flanks are all from the same side, which indicates that the damages is likely due to the overloading during insertion. Conclusion: the plausible root cause of the reported event based on the visual analysis is likely due to the overloading during insertion.

Event description:
It is reported that; inserter jammed in the disc distract or device.

Event description:
It is reported that; aero al inserted jammed in the disc distract or device.